Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that at 9:56:13am on (B)(6) 2018, the bed-to-bed alarming did not work between rooms (B)(6) and (B)(6): the patient present in room (B)(6) was in desaturation and yet there was no bed-to-bed in room (B)(6). The alarm was still present at 9:57:52. It was reported that there was no incident involving the patient.